Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, occlusion and prime tests. Insulin pump had an intermittent button response due to moisture damage to keypad traces. No button error alarm noted. Insulin pump had minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and stained address/serial number label.

Event description:
Customer reported that insulin was squirt out of the tubing. Customer also reported that the insulin pump alarmed button error. Customer stated she was experiencing low blood glues; value at the time is unknown, current value is 208 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.